Event description:
The customer contacted physio-control to report that their device would boot up with a white screen. A white screen is indicative of a device lock-up, therefore defibrillation was not possible in this state. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device but was unable to duplicate the reported failure. As a precaution physio replaced the system controller (sc) and user interface (ui) pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed sc pcb assembly and was able to duplicate the reported lock-up failure intermittently. Physio determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u61.the removed ui pcb assembly was an ancillary removed part; there was no failure of this assembly.